Event description:
It was reported that during a da vinci-assisted distal subtotal gastrectomy surgical procedure, there was no occurrence of instrument collision, but the metal sheet of the harmonic ace cutter head broke. The broken fragments were removed from the patient's body, causing no damage to the patient. The subsequent surgery was completed using a new instrument. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation. A review of the provided image was performed, and a broken curved blade was noted on harmonic ace.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have one blade broken at the base. A piece measuring approximately 0.5965" x 0.0635" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.